Event description:
The initial rptr advised shiley that a pt with a bjork-shiley 60 degree convexo-concave mitral heart valve had died on september 28, 1999 due to ventricular fibrillation. According to the initial rptr, the pt had an angiogram performed in april 1999, which revealed "leaks in the valves". Subsequently, a copy of med records was rec'd at shiley which indicated that a cardiac catheterization and angiography was performed which revealed decreased left ventricular function and mitral valve regurgitation. The report also noted that the pt had pulmonary hypertension and atrial fibrillation.